Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer stated he was using with the gum soft picks 80 pack. He stated they broke oo fast and doesn't fit their teeth gaps.